Event description:
In an article titled "percutaneous vertebral body cement augmentation for back pain related to occult osteomyelitis/diskitis", the following events were reported. -an (B)(6) woman had 3 prior kyphoplasty procedures for fractures at t10, t11, and l1. She reported continued severe pain. Subsequent magnetic resonance imaging was misinterpreted for another fracture at t12, resulting in her fourth kyphoplasty. She became septic and had some improvement with antibiotics. She declined specialty care and expired. The article stated that similar to prior reports of spondylodiskitis, patient had multiple medical comorbidities. The onset of patient's infection appeared to have preceded the vertebral body augmentation procedures and was possibly due to prior interventional procedures for histories of back pain. No further information was reported. Note: all procedures were performed prior to 2008. The article did not discuss or include any applicable devices or products.

Manufacturer narrative:
Events reported in this article are reported in MFR report# 2953769-2011-00161 and MFR report# 2953769-2011-00162. Report source: article titled "percutaneous vertebral body cement augmentation for back pain related to occult osteomyelitis/diskitis", by glenn r. Buttermann, md; william j. Mullin, md. Eval method: follow-up with author.